Event description:
A customer reported experiencing a cartridge alarm while using their device during the loading process. Despite this issue, there was no adverse impact to the customer¿s blood glucose level, with it being indicated that it did not exceed 500 mg/dl. The customer received assistance from technical support to properly load a new cartridge and successfully resumed insulin therapy, resolving the issue.